Event description:
The customer reported to olympus, during an unknowns procedure, the inner sheath broke and fell into the patient. It is unknown if the piece was retrieved or if it remains in the patient. A request for additional information is in progress.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The investigation is in process. PMA/510k: k931995. The olympus service center performed a visual inspection on the received condition and discovered a portion of the ceramic insulation at the sheath's distal end broken off, which was not returned for evaluation. The olympus service center estimates approximately 30 percent of the ceramic insulation is missing; the remaining insulation is still intact to the inside of the sheath. The sheath has minor scratches in various locations throughout. Additionally, the release knob functions as intended. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number 2951238-2022-00393.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. New information added to the following fields: a2, a3, a4, b5, h6, h10. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to wear and tear, mechanical overload, improper handling, and/or mechanical impact. As stated in the instructions for use, the event may have been prevented: 4 before use warning: infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product: visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g cracks, fractures). Warning: risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service centre.

Event description:
Additional information received from customer: the customer reported at the beginning of a therapeutic cystoscopy for resection of a transurethral bladder tumor, the inner sheath fell into the patient. One small piece of the sheath was not found and remains in the patient. The device was inspected prior to the procedure and no issues were identified. The intended procedure was completed with a similar device. There was a ten minute delay in the procedure while the patient was under general anesthesia. The customer responded unknown when asked about patient harm or injury.